Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the springs on the head and foot section are stretched. The dealer stated the links in the center are bent out of shape.